Manufacturer narrative:
Date of initial report: 2017-08-02. One ls1520 ligasure device was received, and an evaluation confirmed the reported issue with a detached component. Visual inspection found the purple activation button had detached from the body. No visible damage to the button or weld was present. A review of the device history records for this lot found no potentially contributing factors from the manufacturing process. The issue is related to a single device body style that was discontinued in (B)(6) 2017. No patient injuries have been reported with this issue.

Event description:
The customer reported that during an end to end anastomosis, the purple activation button detached after several seals. The button did not fall within the patient cavity. A new device was opened and worked fine. There was no patient injury.